Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been experiencing frequent heart palpitations, dizziness, and light headedness. They reported to the emergency room on (B)(6) 2024, and an echocardiogram was performed. Results showed a dilated left ventricle and ejecting out the aortic valve with every beat. Log files found clusters of persistent pulsatility index events and routine power source changes. No unusual alarms or events were seen.

Manufacturer narrative:
Section d: brand name, catalog number, UDI number corrected manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The controller event log files contained events on 22apr2024. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not have aortic insufficiency. The device did not cause/contribute to the dilated left ventricle and aortic valve opening with every beat. The patient was admitted for medical optimization. Their medications were optimized and diuretics were adjusted.